Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: persistent severe pain and discomfort in his left hip, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. Due to the constant pain it is difficult for the patient to walk and maintain balance, therefore, patient limps and must use a cane to ambulate. Patient's physicians examined and aspirated patient's left hip. Physicians advised patient that he suffers from substantially elevated, if not toxic, levels of cobalt and chromium metal ions in his bloodstream. In (B)(6) 2011, patient's cobalt level was a 15 and his chromium level was 3.4. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip.